Event description:
Patient called in to report service error code with wrench appearing on monitor screen. Patient rebooted the entire wcd system but the issue was not resolved. The unresolvable service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable inspection identified multiple cuts on the plug-in cord, alert button separation, and therapy pad delamination. The service error code indicates the power on self-test (post) detected a disconnection in one or more of the therapy cable squib wires used to deploy the gel. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence and was appropriately detected by the system's power on self-test. Will continue to trend for future occurrences.